Event description:
Discrepant tsh patient results that did not fit patient's clinical picture. The following examples were provided. Patient 1 initial result gave 1.96 uiu/ml, sample repeated using different methodology gave 5.35 uiu/ml. Patient 2 initial result gave 2.43 uiu/ml, sample repeated using different methodology gave 4.43 uiu/ml. If additional information is received, appropriate notification will be provided.